Event description:
It was reported that a mi z handle acet reamer is broken in half. No case involved.

Manufacturer narrative:
Sections b5, d1, d2, d3, d4 and g4 were updated with the new information received.internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a lid for outer cases is cracked (case (B)(4)), an unknown reamer handle (case (B)(4)) is in half, and an unknown quick connect handle (case (B)(4)) is broken. No case involved.